Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 2/25/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? No. Did the needles fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. What is current condition of the patient? The needles did not fall into the patient. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair surgery on (B)(6) 2026 and suture was used. The needle was broken and the suture was broken during the use of suture during surgery. Immediately stopped using it and replaced other brand of suture. There were no patient consequences reported. Additional information was requested.